Manufacturer narrative:
G4: 27jan2020. B4: (B)(6) 2020. The manufacturer's international service technician evaluated the device and confirmed the reported problem. The service technician replaced the motor controller and flow sensor and the reported problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12dec2019.

Event description:
The customer reported the watchdog test failed. The proximal pressure is not measured and pressure-related alarms are compromised. There was no patient involvement.